Manufacturer narrative:
The device was received, and an evaluation is complete. The device received an evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed evaluation testing due to failing to recognize an open door during device evaluation . Service evaluation verified the failure to recognize an open door. The cause was identified to be a failed upper latch switch. The upper aux was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed to recognize an open door. There was no patient involvement. No additional information is available.